Event description:
It was reported that prior to use with bd vacutainer® edta 2k "paper" foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a paper waste was found inside the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-28 h.6. Investigation summary: 1 customer sample and 3 photos were returned by the customer in support of this complaint. A visual examination of sample and photos was performed and revealed foreign matter in the tube as there were brown fibers found in the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k "paper" foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a paper waste was found inside the tube.